Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an epithelium defect in two eyes after usage of device. Additional information received reported contact lenses had to be left on a few more days and antibiotics were added to the normal regimen. Both cases healed without any complications.

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: 2020-14276.